Manufacturer narrative:
This report is submitted on april 10, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.